Manufacturer narrative:
Updated information: b2.3 (event date), b5 (event description), d9 (return date), h2.6 (annex b, c, d and g codes) medtronic led an evaluation of one bipolar fenestrated grasper and the associated device data logs. Visual inspection of the bipolar fenestrated grasper noted there was no corrosion on the electrical contacts. There was no damage noted to the jaws of the bipolar fenestrated grasper . Upon microscopic inspection of the drive cables, there was no damage noted. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was conducted and all tests were passed, with no abnormalities noted. Evaluation of the device data logs indicate that the bipolar fenestrated grasper had a total use time of 342 minutes and total use count of 4. No errors were detected while the bipolar fenestrated grasper was attached to the arm. The inability of the instrument to close its jaws completely is a hardware issue that cannot be detected in logs. Evaluation of the bipolar fenestrated grasper noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or establish a relationship between the bipolar fenestrated grasper and the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure; while dissecting the prostate, the jaw of the bipolar fe nestrated grasper (bfg) instrument was unable to close completely. The bfg was replaced with a new one. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure; while dissecting the prostate, the jaw of the bipolar fenestrated grasper (bfg) instrument was unable to close completely. The bfg was replaced with a new one. There was no patient injury.